Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 103 mg/dl at the time of the incident. The customer stated that the insulin pump seems to be working but he can't read the display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with cracked&bleeding lcd glass, minor scratched display window, cracked display window, cracked reservoir tube lip and case dented. Pump had missing segments/partial display due to lcd damaged.